Event description:
In 2009, correspondence was received from a competitor company stating that the pt reported experiencing occlusion errors the month prior. The pt stated that she received 2 occlusion errors the night of the day prior. With the first occlusion, her blood glucose was elevated to 300 mg/dl and she treated herself by injecting insulin via syringe. With the second occlusion, her blood glucose was elevated to 215 mg/dl. Each time she received the error, she disconnected from the infusion site and performed a prime and no insulin dripped from the end of the infusion tubing. She disconnected the "pig tail" from the infusion tubing and primed without error. She stated that she experienced the same issue 1 week ago. At the time of the report, the pt's blood glucose had lowered. No further info was provided. The pt did not require medical assistance from a healthcare professional or second party to address to issue. The infusion set was returned for evaluation.